Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed to open. The field service engineer (fse) had identified that drawer 5 had failed to open and had incorrectly displayed as closed. And the fse had discovered that the magnet on the inseparable was missing. The (fse) had resolved the issue by removing the drawer, replacing the inseparable magnet and reinstalling the drawer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer were failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.